Manufacturer narrative:
Citation: kavga et al. Hybrid melody valve implantation in mitral position in a child with shone¿s complex and failure of two previous prosthetic valves. Cardiology in the young: volume 29, supplement 1, pages s1¿s196. 53rd annual meeting of the association for european paediatric and congenital cardiology (aepc). Fibes conference and exhibition centre, seville, spain. May 15¿18, 2019. Do I:10.1017/s1047951119000489. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) -year-old female patient with shone¿s complex and two previously implanted non-medtronic mechanical valves in the mitral position. Both mechanical valves displayed restricted leaflet motion on fluoroscopy due to pannus overgrowth. In surgery both mechanical valves were explanted, and successfully replaced by surgical implanting of a medtronic 18-mm melody bioprosthetic valve (no unique identifier numbers provided) in the off-label mitral valve position. Of note, the melody valve was modified by the physician/authors by forming a wide ¿v¿ shape and balloon expanding the valve outflow. Post-implant heart activity resumed with complete heart block which later required implant of a permanent pacemaker. The mean gradient through the melody valve was 4 mmhg with no regurgitation. The post-operative period was uneventful and the patient was discharged after 20 days. No additional adverse patient effects or product performance issues were reported.